Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the latch of the video connector socket was worn away due to repeated use for a long period. It is presumed that the connection of the video connector was unstable, and the electrical contacts were also unstable, causing image flicker.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the housing front panel was found faded. A loose video connector latch was found causing an unstable flickering image. The software version was upgraded to the latest. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility sent a video system center to olympus for an annual inspection. There were no issues reported at that time. No patient involvement or injuries were reported. No additional information has been obtained.